Event description:
An implantable pulse generator (ipg) system was returned from a (B)(6) office via a company representative. Information identified in the manufacture's data base indicated the patient died approximately eight months post implant of the device approximately three years ago. Follow up revealed the patient was found unresponsive at home. A cause of death was not known at the time, however the corner reported that the patient had very significant blockage, ninety nine percent blocked left anterior descending artery and classic hypertensive cardiovascular disease. The patient was pacemaker dependent.

Manufacturer narrative:
Evaluation summary: (B)(4): the device was returned and analyzed and no anomalies were found. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was breach cut, the outer insulation had a cosmetic depression and there was apparent explant damage. (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed) and the outer insulation had a cosmetic depression. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.